Manufacturer narrative:
(B)(4). The peritoneal dialysis catheter dislodgement was related to tripping over the peritoneal dialysis tubing and required hospital admission to surgically replace the dialysis catheter and extension. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
The patient did not have peritonitis as the lab test came back negative. The peritoneal dialysis (pd) patient's clinic registered nurse (rn) said that the issues the patient had been having were mostly due to the patient not being compliant with the therapy. He said that he had a plan to discuss the patient situation with the nephrologist and reevaluate her for pd treatment. Evaluation was performed by the post-market surveillance clinician. The peritoneal dialysis patient tripped over the peritoneal dialysis tubing and the transfer set fell off during the treatment. The patient did not fall. The peritoneal dialysis catheter titanium head and catheter extention was accidently pulled out due to tripping over the peritoneal dialysis lines. The patient required surgical intervention to have the catheter and catheter extension replaced. The peritoneal dialysis (pd) nurse reported the patient had recovered and continued to perform peritoneal dialysis without any issues.

Manufacturer narrative:
(B)(4). The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called and said that she was not feeling well, and reported she might have peritonitis and her blood pressure was too low. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed the patient experienced peritonitis. Per pdrn the patient had tripped on her lines and the transfer set fell off during treatment. The patient did not fall and was not hospitalized and was treated with vancomycin and kelflex. Medical records were requested.

Manufacturer narrative:
Additional information: describe event or problem, other relevant history. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Additional follow-up with the pd patient's clinic registered nurse (rn) revealed the patient culture report showed no growth or organisms and her cell count was normal. The patient was given antibiotics prophylactically pending the culture results. The patient was fine and continuing treatment without further issue. Per rn the patient had a history of hypertension and was on blood pressure and pain medications. The rn was asked about the patient's complaint of low blood pressure and stated that the patient blood pressure might have become low due to her pain medication since when she came to the clinic that day her blood pressure was normal. The patient continued to perform treatment without issue. The pdrn said that the issues the patient had been having are mostly due to the patient not being compliant with the therapy. The pdrn said that he had a plan to discuss the patient situation with the nephrologist and re-evaluate her for pd treatment.